Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, dysfunction of the inflatable penile prosthesis occurred. The device was replaced.

Event description:
Additional information received further reported the device was empty, but the cause of leakage could not be found.